Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer made a mistake on the tube labeling for samples sent in for investigation. The new sample mentioned was obtained on (B)(6) 2015 as mentioned in the original medwatch. The two additional samples that were provided for investigation were from draw date (B)(6) 2015.

Manufacturer narrative:
The customer sent in samples for investigation. Customer's (B)(6) results could be reproduced with (B)(6). Results of the confirmatory test were also (B)(6). Based on the results, a general reagent issue or a handling error can be excluded.

Manufacturer narrative:
The customer provided 3 samples for investigation. One sample was the sample from (B)(6) 2014 as reported in the initial medwatch. Two additional samples from either (B)(6) 2015 or (B)(6) 2014 were also provided for investigation. Clarification of draw date has been requested. Upon investigation, the sample dated (B)(6) 2014 gave (B)(6) results of (B)(6). The sample that produced the result of (B)(6) was repeated at an external laboratory on a centaur analyzer where the (B)(6) result was negative. Results from the customer site for this sample were not provided.

Event description:
The customer reported questionable results for (B)(6) confirmatory test ((B)(6) confirmatory test) when compared to (B)(6). The customer reported an erroneous false positive result on the (B)(6) confirmatory test. The results were reported outside of the laboratory. The patient had no clinical signs of (B)(6). The sample was initially tested for (B)(6) on (B)(6) 2014 with a result of(B)(6). (B)(6) confirmatory test was performed and the result was (B)(6). A different sample from this same patient was tested in a different lab in (B)(6) 2014 where the (B)(6) confirmatory test was also (B)(6). A viral load was done at that time and was negative. The sample from (B)(6) 2014 was tested on a centaur system where the result was negative. A new sample was obtained on (B)(6) 2015 and the (B)(6) result was(B)(6). (B)(6) confirmatory test was not performed. No adverse event reported. The cobas e601 analyzer serial number was (B)(4).

Manufacturer narrative:
Additional testing on the customer samples indicated the sample is false positive resulting from an interference between the sample and a component of the hbsag ii assay. Further investigation is not possible without more sample material.